Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated prog results is sample integrity. The discrepant results were run in a tight time frame from 09:06 to 09:20 from primary collection tubes. The closest prior sample was run at 08:44 and there were no high results prior to the group of elevated, flagged samples. All repeats in ssc cups were run from 10:34 and 11:28. Instrument log-files and review of the sample aspiration pressure profiles, as well as the pressure profiles for the primary tubes and the auto dilutions were very erratic. This would indicate a sample integrity issue, which can cause the falsely elevated results. Batched samples or samples that are collected and/ or centrifuged offsite, can develop fibrin or cellular debris in the sample during transport. It is recommended to aspirate off the serum/plasma into a pour off tube and recentrifuge these samples to avoid sample integrity issues. Per the reagent IFU: complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells or separator gel as soon as possible with a maximum limit of 24 hours at room temperature from the time of collection. No process errors or result monitor flags occurred to indicate any mechanical issues.

Event description:
Falsely elevated progesterone (prog) results were obtained on a group of patient samples on the dimension vista instrument. The results were not reported to the physician. The samples were repeated in small sample containers (ssc) and lower results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated prog results.. There was no report of adverse health consequences as a result of the falsely elevated prog results.